Event description:
I was away on a trip and while there, the omnipod 5 did not administer proper insulin. As a result, I ended up in the hospital with dka. I have been a type 1 diabetic for over 15 years and this had never happened to me.